Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited warnings for undefined impedance qualified as high in unipolar and bipolar configurations, noise, non-physiologic intervals and fracture was suspected. It was also reported that atrial capture was unable to verified on the presenting rhythm strip. The ra lead remain in use. No patient complications have been reported as a result of this event.